Event description:
It was reported that (4) devices were used during a colon resection. It was reported by the rep that the tct75 would not fire. The instrument was reloaded 4 times before it would fire. There was no consequence to the pt. The devices are not being returned.